Manufacturer narrative:
Removed code 1994 (pain) and added 2060 (scar tissue) as the patient is now reporting scars. The patient reported that she still has marks and scars on her skin nearly three months after the reported incident of this case. Available pictures were reviewed by the medical reviewer. The timing of the pictures is not reported. Large areas of burn are visible all over facial areas including both cheeks, and forehead. The burned area showed erythema, inflammation, and post inflammatory hyperpigmentation. The next set of pictures showed fissures and cracks around mouth to both cheeks. The last set of pictures showed that the events are recovering with remaining scars. There are two pictures with normal skin but it is unclear when it was taken.

Manufacturer narrative:
Product evaluation was unable to confirm the failure mode. It was reported no system issues or anything out of the ordinary occurred during treatment. Customer utilized the pattern paper to confirm system laser is providing correct pattern/coverage. Customer performed pattern paper test and sent it to product support for review. Review of burn paper showed proper pattern/coverage. Based on the available information, pain or discomfort, itching / dryness of the treated area, petechiae/ pinpoint bleeding, and delayed wound healing / skin textural changes are known possible reactions to treatment. According to fraxel user manual (p009220-03 rev. A), pain or discomfort, itching / dryness of the treated area, petechiae/ pinpoint bleeding, and delayed wound healing / skin textural changes are known possible reactions to treatment. Post-treatment, most patients report a feeling similar to sun overexposure, which usually dissipates within 1 to 3 hours. Post-treatment ice packs may be applied to alleviate discomfort. Dryness is a common symptom once the skin has healed initially. Flakiness and dry crusting will gradually clear. Following laser treatment, reepithelization may not occur as expected due to patient physiology, i.e. Poor wound healing ability, or post-treatment care. This may result in undesirable textural changes. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. No corrective action is required.

Event description:
A user facility reported that the patient did not feel comfortable post treatment. It is reported that a treatment level of 6 over 8 passes were used. The physician described the patient's face as being hot, tight, and itchy after the procedure. The patient has not gone any other treatment in the last 30 days and has never had a fraxel treatment on her face. Chlorhexidine was used for preparation. This is the first time the tip was used and nothing out of the ordinary was noticed. Available pictures were reviewed by the medical reviewer and a large area of burn on both sides of the face and forehead (post inflammatory hyperpigmentation and crusts) were visible. The user facility reported that the nature of the injury is described as peri-oral ¿fissuring¿ near the mouth (causing difficulty to move mouth) and cheeks more raw than ever before. Cicalfate was used for the first 48 hours and then switched to a mineral-base sunscreen. The patient is feeling better and a majority of bronzing has come off, but there is still a lot of fissuring at the peri-oral area near mouth.

Manufacturer narrative:
The fraxel treatment tips do not delivery any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. The investigation is underway.

Event description:
Available pictures were received and reviewed by the medical reviewer. The pictures are noted to be taken ¿approximately 26 months post-treatment. Skin discoloration is visible on both cheeks.

Manufacturer narrative:
The conclusions from the previous report submission remain unchanged.